Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, while flushing the scope, the lid of the seal biopsy cap flipped open and the technician was sprayed on the face. The technician washed their face and was reported to be okay, following this event. The procedure was completed using the original device. The patient's condition at the conclusion of the procedure was reported to be fine.